Event description:
A malfunction occurred with a customer's insulin pump, as indicated by the malfunction code 24. There was no adverse impact on the customer's blood glucose level. The pump was still under warranty, and technical support arranged to send a replacement pump. The customer was instructed to use an alternative method of insulin delivery and informed about software updates for the replacement pump. Technical support also provided instructions for returning the faulty pump and ensured the customer understood the necessary steps to set up the replacement, including programming settings and connecting the continuous glucose monitor (cgm).